Event description:
The reporter stated that the surgeon inserted a aq2010v three piece silicone lens and a posterior capsular tear was noticed when the lens was starting to sink to the back of the eye. The surgeon was able to retrieve the lens before it fell all the way into the vitreous. The incision was enlarged to remove the lens and a vitrectomy was performed. Another lens was inserted and a suture was required to close the wound.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there is no visible damage. Both sides of the lens optic and haptics were checked for rough and sharp edges and were found to be acceptable. Clear surgical and reddish residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion: (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.